Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 14 may 2024, it was reported that four infusion sets leaking under the sites. The set was in use for most were approximately 2-3 hours, but some lasted until 1-2 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-10652 - device 2 of 4.